Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 450 mg/dl. Customer treated their high blood glucose levels via manual injection and insulin pump. Customer's current blood glucose level was 208 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the auto mode feature was off during the high blood glucose event. Customer advised the infusion set cannula was not long enough which may have resulted in high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.